Manufacturer narrative:
(B)(4). Baxter received one companion sample enclosed in a plastic bag for evaluation. The returned companion unit was gravity tested with no issues detected. The set was then inserted in to an in-house pump; there were no issues observed. In addition baxter also received a photo which showed a leak from the tubing; the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. This malfunction occurred during infusion of parenteral nutrition on an unknown pump. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.